Event description:
It was reported the laparoscope experienced partial loss of image during set up. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged / the charged coupled device is broken and therefore the image is not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation partial loss of image is no problem detected and the most probable cause of the damaged fiber bonding and no image is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.